Event description:
It was reported that customer in denmark experienced pump malfunction identified as malf 16 with fault ID 16-0x20e6, which was not resettable. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was scheduled for replacement through distributor, device return was arranged, and replacement pump with new serial number was provided.